Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included beta blocking agents, cyclobenzaprine, ondansetron, paracetamol (acetaminophen) and rizatriptan. In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (a device removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought additional treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included beta blocking agents, cyclobenzaprine, ondansetron, paracetamol (acetaminophen) and rizatriptan. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (a device removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought additional treatment for her symptoms. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical record received: reporters, patient date of birth, essure lot number c59248, concomitant medication and event (menorrhagia) were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". Concomitant products included beta blocking agents, cyclobenzaprine, ondansetron, paracetamol (acetaminophen) and rizatriptan. In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles/(dysmenorrhea (cramping)"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (a device removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought additional treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new event general abnormal bleeding, patient did not undergo confirmation test were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no: c59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". Concomitant products included beta blocking agents, cyclobenzaprine, ondansetron, paracetamol (acetaminophen) and rizatriptan. In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles/(dysmenorrhea (cramping)"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In october 2016, the patient experienced hirsutism ("hormonal changes describe: facial hair growing"), mood swings ("hormonal changes describe:mood swings") and nausea ("nausea"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), major depression ("psychological or psychiatric problems condition: major depressive disorder"), back pain ("back pain"), vulvovaginal pain ("vaginal area pain"), bipolar disorder ("mental issue: bipolar disorder") and anxiety ("mental issue:anxiety"). The patient was treated with surgery (a device removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, hirsutism, mood swings, urinary tract infection, major depression, migraine, nausea, tooth disorder, back pain, vulvovaginal pain, bipolar disorder and anxiety outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hirsutism, major depression, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she appropriately sought additional treatment for her symptoms. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received events "hormonal changes describe: facial hair growing and mood swings,psychological or psychiatric problems condition: major depressive disorder, migraines / headaches, nausea, dental problems, back pain, vaginal area pain, bipolar disorder, anxiety" were added. Outcome of events " painful period cramping and abnormal bleeding" were updated as recovered. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C59248) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". Concomitant products included beta blocking agents, cyclobenzaprine, ondansetron, paracetamol (acetaminophen) and rizatriptan. In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles/(dysmenorrhea (cramping)"), dyspareunia ("painful intercourse") and vaginal haemorrhage ("vaginal bleeding"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2016, the patient experienced hirsutism ("hormonal changes describe: facial hair growing"), mood swings ("hormonal changes describe:mood swings") and nausea ("nausea"). In 2017, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), major depression ("psychological or psychiatric problems condition: major depressive disorder"), back pain ("back pain"), vulvovaginal pain ("vaginal area pain"), bipolar disorder ("mental issue: bipolar disorder") and anxiety ("mental issue:anxiety"). The patient was treated with surgery (a device removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, hirsutism, mood swings, urinary tract infection, major depression, migraine, nausea, tooth disorder, back pain, vulvovaginal pain, bipolar disorder and anxiety outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, bipolar disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, hirsutism, major depression, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she appropriately sought additional treatment for her symptoms. Lot number:c59248, manufacturing date:2014/05/23, expiration date:2017/05/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (a device removal surgery). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she appropriately sought additional treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.